Event description:
During surgery in or the harmonic hand piece that was on the mayo stand broke. The tip of the hand piece fell off and landed on the floor. The piece of the tip was located and secured in a non-sterile specimen cup. The device was not being used in the patient when it broke off.